Manufacturer narrative:
Product ID, 3888-33 lot# va00k09, implanted: 2012 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation at the paresthesia location and a burning/hot sensation at the device site. The stimulation was turning "off and on" on its own. These events started following the activation of the adaptive stim, which was turned off; however, the patient was still having these issues occurring even though did not have these issues before turning adaptive stim on. It was noted that the stimulation was turning on/off when she stepped while walking. After turning the adaptive stim off, the stimulation was not in the right area and felt different. The patient met with manufacturer representative for reprogramming. Current impedance measurements were normal, around 1000 ohms. No falls or trauma reported and lead placement was confirmed to not have moved per x-ray. Subsequent information received reported that the patient had not returned to the physician's office for reprogramming. No patient outcome was provided. If additional information is received, a supplemental report will be filed.